Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, when using a variable angle mode the surgeon inserted the va locking screw construct to the hole located at the distal and most radial side of the plate. The plate and the screw were not locked. Following this the screw penetrated the plate. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.